Event description:
It was reported that the transvene subcutaneous (sub-q) patch lead had an apparent pseudo-fracture at the site of attachment due to patient physiology. The patch lead explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.